Event description:
This event was reported as mitral regurgitation and congestive heart failure. Pt has renal failure, but not on dialysis. At explant, dr noted pannus on inflow. Pt put on dialysis during reoperation, no infection with high creatine levels. No further info was provided.